Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 80% stenosed mid right coronary artery (rca) and a heavily tortuous, heavily calcified and 80% stenosed proximal left anterior descending (lad) artery. As a 2.5 x 38 mm xience prime stent delivery system (sds) was advanced to the mid rca there was resistance and it could not cross through the lesion, so a guideliner was advanced for support and the sds was being advanced when the stent shortened longitudinally on the balloon from 38 mm to 24 mm. The stent was implanted. Another 2.5 x 38 mm xience prime was advanced and covered the shortened stent; however it was partially implanted in healthy tissue. Post-dilatation was performed with a 2.5 x 20 mm nc trek balloon catheter. A 2.5 x 28 mm xience prime passed through the lesion and was successfully deployed to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional device referenced is being filed under a separate medwatch report.